Event description:
During attempted implant, high pacing impedance and intermittent loss of capture were observed on the right ventricular (rv) lead. The helix failed to retract following attempted implant. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test df-4 connector sleeve as well as the test ICD. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.